Event description:
Consumer gave themselves an evening injection and needle stayed in right thigh. Consumer went to the emergency room and doctor removed the needle. Consumer is concerned about getting an infection and will need to see the doctor again.